Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: promus elite ous mr 20 x 3.00mm stent delivery system (sds), catheter was returned for analysis. A visual examination of the stent found that some stent struts in the distal region were lifted and pulled distally. The stent showed no signs of movement and was secured on the balloon. The undamaged crimped stent outer diameter was measured using a snap gauge and the result was 0.0400 inch, this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 07feb2022. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 20 x 3.00 promus elite drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.